Event description:
It was reported that shaft hole occurred. A 7.0mmx20mmx135cm (4f) sterling was selected for use. During the procedure, it was noted that the balloon catheter had holes in the catheter portion. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed damage to the shaft 54cm from the tip. Microscopic examination revealed no additional damages. Functional testing was performed and the device leaked at the damage. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a hole in the shaft. No other issues were identified during the product analysis.

Event description:
It was reported that shaft hole occurred. A 7.0mmx20mmx135cm (4f) sterling was selected for use. During the procedure, it was noted that that the balloon catheter had holes in the catheter portion. The procedure was completed with a different device. No patient complications were reported.